Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states, the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: acute and chronic dissections. Additionally, the IFU warns: strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore tag thoracic endoprosthesis is designed to be oversize from 7 to 18% which has been incorporated into the IFU sizing guide. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding or compression. Do not treat pts with the gore tag device if their anatomical measurements do not fall within the IFU sizing guide requirements. The intended aortic diameter for the device used in the procedure is 32mm - 34mm. Differing proximal and distal neck diameters (aortic taper) outside the intended aortic diameter requirements for a single endoprosthesis diameter requires the use of multiple endoprosthesis of different diameters. Pt's are counseled on the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.

Event description:
On (B)(6) 2012, this pt underwent endovascular treatment for a type b acute aortic dissection and was implanted with a gore tag thoracic endoprosthesis. This dissection extended from the left subclavian artery to the abdominal aorta, which measured between 5.5 and 6cm. The pt's proximal landing zone ranged 43mm - 31mm in diameter and the distal landing zone measuring 38mm - 31mm in diameter. On (B)(6) 2013, the pt underwent endovascular reintervention and a medtronic device was implanted. It was reported that the pt's aneurysm had enlarged to 5.5-6cm and the pt's aorta had dilated to 70mm in diameter. The pt tolerated the procedure and his recovery is reported to be great.